Event description:
It was reported to philips that the device experienced a test failure. There was no patient involvement.

Manufacturer narrative:
Following the initial call, additional information was not provided. And there has been no further documented action by the customer. It is unknown, if the device was evaluated or repaired. As no further information was made available. Philips is unable to rule out that a malfunction did not occur. As an evaluation could not be completed, a cause for the failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted. H3 other text: no customer response to requests.

Event description:
It was reported to philips, that the device experienced a test failure. There was no patient involvement.